Event description:
Several times during the priming process, the spirit combo insulin pump went into stop mode without giving any error or alert. The reporter expected than an e4 would be displayed. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.